Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as ¿the peritoneum could not bear the too much long time the peritoneal dialysis treatment took¿. As further clarification regarding the peritonitis event was unable to be obtained, the cause of peritonitis will conservatively be assessed as unknown. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. The patient was recovered from this peritonitis event. Pd therapy was ¿stopped during treatment¿. No additional information is available as the reporter declined to provide any further information.